Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and during service the condition of a bent drive shaft was observed. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from italy stating that service was required for the device. During service, a bent drive shaft was observed. The device was not being used during surgery. No injury or medical intervention occurred. There was no additional information provided.